Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was leaking oil. It was reported that the device was used in surgery but without pt or user injury. There was no medical intervention. It is unk if there was delay occurred. There was no add'l info provided.